Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 540 mg/dl and a large ketone level identified as dangerous. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, potassium, and water. Reportedly, the customer was released on 06/30/21 with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support.